Event description:
Inbound. Eve mother reports having repeated issue with ms3 pump alarming low volume with treprostinil still left in carlrldge, cartridge lot unavailable, pump serial number (B)(4). Replacement ms3 pump sent with box to return. No further details provided.